Event description:
Power-on-reset parameters were reported, and the patient was receiving radiation therapy. Later review of manufacturer's database revealed the patient died. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Power-on-reset parameters were reported, and the patient was receiving radiation therapy. It was also reported that the battery voltage increased from 2.17 volts prior to radiation treatments to 2.68 volts. Later review of manufacturer's database revealed the patient died. The cause of death has been requested and not received. Follow up with the clinic revealed the last time they saw the patient was an office visit on (B)(6) 2006 for reprogramming. Additional information has been requested and not received.